Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a falsely elevated accutni (troponin) result in the risk stratification range and a falsely normal tsh result for one patient's sample generated by the access 2 immunoassay system. Lab policy is to repeat all tsh results above the normal reference range. Upon repeat both chemistries resulted in the normal reference range. The patient's results were not reported out of the lab until the patient's tsh results were repeated. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was li heparin plasma collected by the ER nurses in a pst tube and centrifuged for 5 minutes at 4500rpm. Prior to the repeat analysis the customer re-centrifuged the sample. Qc is performed twice a day and was within the customer's established ranges during this event. A system check was performed by the customer on (B)(6) 2010 and met specifications. Service was not dispatched for this event. No clear root cause could be determined for this event.